Manufacturer narrative:
Dimensional inspection confirmed that the plate and screws were made to specification. Root cause appears to be subsidence resulting in excessive stress placed on the construct. No connection could be made between the event and any shortcoming of the depuy spine products.

Event description:
Contact reported that a patient had eagle cervical plate placed c5-c7. This was patients second acdf. Follow up x-rays found that the screws at c7 broke due to construct subsidence. As surgical intervention was required, an MDR is being filed to document this event.